Event description:
A discrepancy in typing results using drb1*15 ssp unitray kit (catalog #450102d, lot 011 1274159) was reported in (B)(4). It was discovered that primer mix r15c, which is included in lane 5 of drb1*15 ssp unitray kit (catalog #450102d, lot 011 1274159), has been shown to produce a negative reaction in the presence of the drb1*15:34/54/66 alleles. As a result of the negative reaction a sample containing drb1*15:34 allele could mistype as a drb1*16:01:02 and a sample containing drb1*15:54/66 allele could mistype as drb1*15:25. The investigation of (B)(4) identified drb1*15 ssp unitray kit, catalog #450102d, lot #011 872999 as a product affected by the same issue.

Manufacturer narrative:
An investigation was completed to verify how the primer reactivities assigned within the internal (B)(4) database were interpreted within the current(B)(4) database. The investigation showed there were no other incorrect primer reactivities, however, the investigation identified that some of the primer reactivity assignments were inconsistent between primer mixes. The inconsistency is due to new allelic information being available now, which was not available at the time when the information was initially transferred from (B)(4) in 2008. Through this investigation, one of the primer reactivities that were identified as needing harmonization had reaction patterns on the data interpretation worksheets and (B)(4) software that may be interpreted as a potential mis-type assignment for drb1* 15:34 allele as drb1*16:01:02 and drb1* 15:54:66 allele as drb1*15:25. As a product maintenance function, the primer reactivities were updated in the (B)(4) database and on the data interpretation worksheets and (B)(4) software. A customer notification was issued to inform customers of the change to the reactivity patterns shown on the labeling worksheets and (B)(4) software.